Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this pacemaker and right atrial (ra) had triggered a lead safety switch due to high pacing impedances measurements, measuring greater than 2,500 ohms along with noise. It was suspected that the ra lead had fracture. It was believed that the patient had elevated heart rate often due to the minute ventilation (mv) feature and the patient also experienced shortness of breath. The mv was programmed to auto-select for the mv vector. The patient was admitted into the hospital for a lead revision and box change. Subsequently, the ra lead was capped/abandoned left in-situ, a new ra lead was implanted and the pulse generator was explanted and replaced. No additional adverse patient effects were reported.